Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced electrical fault alarms and was admitted to the hospital for observation and log file retrieval. A manufacturer representative performed a driveline connector cleaning procedure and subsequently changed the patient's controller. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. The controller fails visual testing, however the passes all functional testing. The log files confirm the "electrical fault" alarms, nonetheless the controller was working within specifications. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling and driveline/tunneling cap design. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2013-00676 and 3007042319-2015-02695) submitted for devices related to the same event.

Event description:
It was reported from the united states that the ventricular assist device (vad) controller had electrical fault alarms that were becoming increasingly more frequent. The patient was admitted to the hospital in stable condition. Preliminary analysis of controller log files confirmed multiple electrical faults starting on (B)(6) 2014. The alarms could be reproduced by manipulation of the driveline. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2014 to remove contaminants. The controller was exchanged during the procedure. The controller was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.